Manufacturer narrative:
With a 3/8" circuit, when a high flow was requested (200+ rpm), if the pump would suddently stops the occluder would occasionally lose occlusion. The customer was informed that with a 8" pump, at high rpm rotation, this could happen with a tubing smaller than 1/2". Software version 6.8.2 has improvements to better handle the user's workflow.

Event description:
The customer has reported that during the operation, the occlusion of the 8" pump changes. This always occurs at a flow rate of over 5 l/min and with a 3/8" pump hose. No adverse consequences occurred for the patient.